Event description:
The technician alleged that the power cord ground prong is loose and the bed is showing a loss of ground. No pt impact.

Manufacturer narrative:
The technician replaced the power cord to resolve the issue.